Event description:
It was reported that patient underwent a foot procedure on (B)(6) 2015. During the procedure, the headless compression screw driver fractured. The fractured tip was removed from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: warnings states: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Root cause of the event was most likely attributed to surgical technique. Corrective actions have been initiated to address the reported issue.